Manufacturer narrative:
Note: product reference 4440111 is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch number access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of 148 access ports released in (B)(6) 2020. Investigation results: we received for investigation one celsite st205f from batch nr 36970928 with it connection ring and its catheter in two pieces. Visual examination: the catheter is separated in two segments: - proximal part: a 0.5cm long piece of catheter is still connected on the exit cannula. Several tooling marks are visible on the exit cannula. Its extremity is ruptured, the facies is rough. - distal part: this segment measures 26 cm. No visual defect is visible on it. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. The following measures are in mm. All measures conform to our specifications. Examination of the x-ray pictures: the pictures received are not dated. They show a detachment of the catheter from the access port. Conclusion: no manufacturing defect has been detected on the returned device. A malfunction was detected from the first injection and the catheter rupture occurred under the connection ring, shortly after the implantation (12 days). Tool marks are visible on the catheter. No other similar complaint was reported on this batch. According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. This small defect progressively expanded during implantation period due to the natural movements of the patient. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. The IFU warns the user of such dangers (¿ vi - technical implementation). This is a rare incident (0,004%), no corrective action is envisaged.

Event description:
"Port was implanted on (B)(6) 2021. First time used on (B)(6) 2021. Easy access, smooth injection and aspiration possible. When administering contrastdye during CT-examination, extravasation was seen. First idea was an accidental dislocation of the needle. Port was accessed a second time, again without any difficulty, with smooth injection and aspiration possible. However, during first chemotherapy, again extravasation was seen. Chemotherapy was stopped immediately. Cathetergram was done on (B)(6) 2021 and during contrastinjection there was an immediate leakage seen subcutaneously. A clear deconnection between port and catheter was seen proximaly. Catheter was removed the day after."